Event description:
It was reported that a spectrum pump had a false upstream occlusion alarm. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Review of the history log found occurrences of upstream occlusion alarms. The confirmed symptom was found to be caused by wide inscribed pin dimension on the upstream sensor. The upstream sensor was replaced.